Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 700 inflatable penile prosthesis due to unspecified reason. Additional information receive stated that the ipp cylinders spontaneously deflated during sexual activity due to a suspected dysfunction of the pump valve. The preconnected pump and cylinders were removed and replaced. The patient was doing well post procedure.